Event description:
The dome portion was detached from the catheter during traction removal 120 days after placement. The pt had the same type of incident twice before. The user would like to know the cause of the incident and if there were any relation to the medicine applied to the pt.